Event description:
The customer contacted baxter's technical service center to report an issue of overprime- leak out of patient line during use during prime. The home patient (hp) stated that the solution in the patient line spilled out on the top and the hp will be starting over with all new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The reported condition of overprime - leak out of patient line was not confirmed. The assignable cause was undetermined.